Event description:
Responded to cardiac arrest. During the course of the code rptr had to countershock pt several times. The life-pac 12 worked fine until just before arriving at hosp. When attempted to "c.s." Pt the screen showed a message stating that cables were not connected and would not charge to allow "c.s." Checked cable attachments several times and rebooted monitor. Unable to get it to charge or "c.s." Had run a test on monitor when shift began and it had tested o.k.